Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has never received effective coverage of her low back area and does not like the sensation of the stimulation. The patient was given a sub-threshold program to try, however, the patient requests to be explanted. Surgical intervention is pending to address this issue.